Event description:
It was reported that a solution administration set had a leak from the tubing. This issue was discovered before use of the device. There was no patient involvement associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the device or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. A cut in the tubing was identified during a visual inspection. The root cause could not be identified. A CAPA has been opened to address this issue.